Event description:
It was reported that after a new dexcom g7 continuous glucose monitor (cgm) sensor was started, the pump subsequently displayed prompts to connect the cgm, consistent with a pairing or setup failure between the cgm and pump. No adverse clinical symptoms reported. Outcomes included no alerts or alarms beyond on-screen guidance and no need for medical care. User support included customer care troubleshooting and education, including confirming sensor type and pairing code and guiding the user through starting the sensor to initiate warm-up. Investigation of this case revealed that the cgm-pump communication was not established during the initial workflow, which is consistent with expected behavior when a sensor has not been properly started. It was concluded, based on previously established findings for similar reports, that the cause was possible user setup error or transient connectivity resolved through guided instructions.

Manufacturer narrative:
Initial.